Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a patient who reused single use disposable products during the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was reported that the home patient had started therapy over using the disposables from the previous set up. The reuse of supplies occurred during the priming phase of peritoneal dialysis. The patient then connected themselves to continue therapy. The technical service representative had the patient disconnect from therapy. The patient planned to finish their drain using a manual bag. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.